Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b3, b4, b5, d2, e1, e2, e3, e4, g1, g2, g3, g6, h1, h2, h6 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: canada.

Event description:
It was reported that during surgery the device does not feed the skin and tray through. There was no patient impact but there was a delay of 15-20 minutes. An alternate device was utilized to complete the procedure. The taken graft was not damaged and an unplanned graft was not needed. Due diligence is complete and there is no additional information available.

Event description:
It was reported that during an unknown time the device does not feed the skin and tray though. It is unknown if there was patient impact or delay. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2: foreign, event occurred in canada.